Event description:
The strap inside the sea wave buckle is loosening by at least 2 inches as the patient moves around trying to get out of the device for a few minutes. No stitches or materials are broken. There was no patient or healthcare worker injury reported due to the incident. The sample is to be returned by the sales representative.